Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU) warns that adverse events that may occur and/or require intervention include, but are not limited to endoleak, aneurysm enlargement.

Event description:
On (B)(6) 2014, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Follow-up images showed an aneurysm enlargement (amount unknown). The cause of the aneurysm enlargement could not be identified. On (B)(6) 2017, a reintervention was performed to treat the aneurysm enlargement. An aortic extender component was implanted proximally to the trunk ipsilateral leg component. Final angiography showed a possible type ii endoleak from an iliolumber artery originated from the left internal iliac artery. The procedure was concluded without an intervention to treat the possible endoleak.